Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the device had a blank display. Customer's blood glucose was unknown. Customer's mother was unable to troubleshoot due to the customer and the device were not present at time of call. Customer will not be returning the device for analysis.